Manufacturer narrative:
The complaint investigation for falsely positive architect total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 42508ud01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect total ss-hcg assay using worldwide data. Review shows that the median patient result for lot 42508ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 42508ud01. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect total ss-hcg for lot number 42508ud01 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The results were not reported out as they did not match rapid test result. The following data was provided: sample processed on (B)(6) 2022 architect initial result = 31.28 miu/ml repeat result = 1.2 result from other method (unknown) = negative no impact to patient management was reported.